Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to an internal issue with the low profile lcd cable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The component has been received and is currently awaiting evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that intermittently on start-up the uim display on the avea ventilator stays dark. The customer stated there was no patient involvement.